Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vicmo 13.2, -12.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens on (B)(6) 2020 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.